Manufacturer narrative:
Info not provided on initial report. Add'l info has been requested. Subject is an instrument and is not implanted or explanted. Investigation is not complete, no conclusion can be drawn. A device history record review has been requested.

Event description:
During a right side adolescent lateral entry femoral nailing, the drill bit broke off and was left in the femur. The surgeon plans to remove the tip when the nail is removed.